Manufacturer narrative:
Additional information was received on 6/10/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 6/29/2020. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed a tear, between shell and patch. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/29/2020, it was discovered that 'date received by manufacturer 4/3/2020' was erroneously submitted in follow up report 4. Correction: 'date received by manufacturer' should be 6/10/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 6/2/2020, patient also experienced right sided enlarged breast implant pocket post procedure. Right sided implant was a 300cc mentor smooth round moderate plus profile saline. As a result, patient underwent bilateral removal and replacement with like devices on (B)(6) 2020. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with 300cc mentor smooth round moderate plus profile saline breast implants and experienced postoperative left-sided deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient's impacted device will be explanted on (B)(6) 2020.

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. The patient's explantation is now scheduled for (B)(6) 2020. Manufacturer's reference number: (B)(4).